Manufacturer narrative:
A single used 011-mc330526 was returned for evaluation on 11/30/24. The assembly was returned with a bond separation between the tubing and shunt. Visual examination revealed that the bond that separated had insufficient solvent coverage. The probable cause of the bond separation is typical of insufficient solvent coverage during manual assembly during manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 51 cm (20") pur smallbore ext set w/5 microclave¿ clear (purple rings) check valve, rotating luer in which the customer reported that during patient repositioning by the medical team in the afternoon they noticed a leakage at the central line, the line had become disconnected between the 2 check valves ( (the medical team is not precisely aware of which movement caused the event). The administered treatment was an analgesic of the curare type, administered by an auto-pulse syringe. There was a short delay in therapy; the time to change the tubing. There were no consequences for the patient. No one was harmed during the event. No defects were seen on the device before the event. No special kit was used to clean the leak, no medication was required, no clinical significant blood loss was noted.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is not yet received.